Event description:
It was originally reported that the pt had a problem with recharging. There was a coupling or communication issue. An overdischarge was suspected. The pt charged her device 2 weeks ago. She turned her device off in 2009 because she was going to be driving. The pt was not able to recharge and nothing would communicate with her device. It was noted that the pt was in a car accident the month prior. Her stimulation did not change after the accident but she did have to increase her amplitude. The company rep confirmed that a trickle charge was attempted for 30 min but had to stop because it was hurting the pt. Thirty minutes later, recharging was attempted but it still would not communicate. During the revision surgery it was found that the neurostimulator was not flipped. The neurostimulator was replaced. Further info is being requested from the hcp.